Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("excruciating abdominal pain"), musculoskeletal pain ("highly debilitating muscle and joint pain"), headache ("excruciatingly painful, recurrent headaches") and fatigue ("severe fatigue"). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain, musculoskeletal pain, headache and fatigue had not resolved. The reporter considered abdominal pain, fatigue, headache, menorrhagia and musculoskeletal pain to be related to essure. The reporter commented: this device was placed in 2010 and the symptoms appeared a few months later. The events prevented her from being able to get about and do activities she did in the past. She said for a long time that something was going on in her body, that something was wrong, and now, hearing all of these testimonies, she thinks she has reviewed her state of health. She has spoken to her doctor and her gynaecologist on several occasions about all these pains, but they did not feel there was any link to the implant. She will take this much higher, compile a dossier and has a whole host of tests performed in order to prove that this device was indeed to blame, and that this suffering has both a name and a cause. She cannot live like this anymore - if this device must be removed, then it must. She just wants her suffering to end. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("excruciating abdominal pain"), musculoskeletal pain ("highly debilitating muscle and joint pain"), headache ("excruciatingly painful, recurrent headaches") and fatigue ("severe fatigue"). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain, musculoskeletal pain, headache and fatigue had not resolved. The reporter considered abdominal pain, fatigue, headache, menorrhagia and musculoskeletal pain to be related to essure. The reporter commented: this device was placed in 2010 and the symptoms appeared a few months later. The events prevented her from being able to get about and do activities she did in the past. She said for a long time that something was going on in her body, that something was wrong, and now, hearing all of these testimonies, she thinks she has reviewed her state of health. She has spoken to her doctor and her gynaecologist on several occasions about all these pains, but they did not feel there was any link to the implant. She will take this much higher, compile a dossier and has a whole host of tests performed in order to prove that this device was indeed to blame, and that this suffering has both a name and a cause. She cannot live like this anymore - if this device must be removed, then it must. She just wants her suffering to end. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.